Event description:
Caller reported that battery percentage was shown as 85% while battery bar icon indicated a full battery. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.